Event description:
It was reported that when using the bd pyxis¿ cii safe an error message kept popping up saying, 'did the door open'. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an error message kept popping up saying, 'did the door open'. A field service engineer applied conductive grease to the tower door latches and remote manager latch, and checked all cabling and harnesses to resolve the issue. The system functioned as intended after the field service engineer repaired the device.